Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the reason for the call was the patient stated that they were having a lumbar MRI the following day and had to bring their equipment, but they needed assistance on how to activate MRI mode. The agent set the case as staging record because while the agent was walking patient through connecting to their ins, they reported seeing the por message. The patient added that they just charged their ins last week and that they had all external devices charging during the time of the call. The agent then had the patient dismiss the message and continued walking the patient through activating MRI mode. The agent also reviewed general therapy information, general device use, and recharger interval information. Troubleshooting resolved the reported issue.